Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system was unable to boot. The philips field service engineer (fse) inspected the system onsite and upon functional testing, the fse consulted with the national support specialist (nss) and reviewed the logfile and was unable to replicate the error. The fse restarted 10 times without any errors occurring. After this, the reported issue didn¿t reoccur and system was returned to use in good working order. The codes were updated based on the investigation outcome.